Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported that while she was performing the pd treatment, she noticed some air in the patient line and then a fluid leak coming out from a connection between the catheter and the patient line stay safe connector. Technical support helped the patient cancel the treatment and disconnect from the cycler. The patient was advised to notify the pd nurse regarding this incident. Upon follow up with the patient pd nurse it was determined that the patient had visited the clinic after the incident and she had no adverse events to report. Per pd nurse, the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed, the patient discontinued her remaining peritoneal dialysis treatment and did not complete the rest of the treatment. The patient did not require any medical intervention or additional treatment as a result of the incomplete treatment. The pd nurse indicated the issues were resolved and have not re-occurred, and the patient has been able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. The cassette/tubing set in question was discarded.

Manufacturer narrative:
The incorrect year was sent on the previous medwatch, the correct date is (B)(6) 2017.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.